Manufacturer narrative:
A qualified cartridge was indicated with a non-qualified viscoelastic. The handpiece information was not provided. The root cause for the reported lens damage may be related to a failure to follow the instruction for use (IFU). A non-qualified viscoelastic was indicated. It is unknown if a qualified handpiece was used. The IFU instructs: company foldable iols are qualified for use with an company qualified delivery system (handpiece and cartridge) and ophthalmic viscosurgical device (ovd) combination. The IFU instructs that an company qualified delivery system and viscoelastic combination should be used. The use of an unqualified combination may cause damage to the lens and potential complications during the implantation process. The IFU instructs to completely fill the cartridge with ovd immediately prior to loading and delivery of the lens. Do not attempt to load the lens without adequate ovd in the device. Not adequately filling the device with viscoelastic will result in inadequate coverage of lens and the lens fold path with ovd, which may result in damage. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A health care professional reported that during the cataract surgery with intraocular lens (iol) implant procedure, lens inserted successfully however during lens unfolded a crack/scratch was noticed. The procedure was not completed. The lens was not used again. The patient returned 4 days later for secondary implant of the same type and strength lens. The procedure successful.